Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. No definite signs-of-use were observed. Visual analysis revealed that the guide wire was kinked towards the distal end. Despite this, the distal j-bend appeared to be normally shaped. Microscopic examination confirmed the kink and revealed that the proximal and distal welds were spherical and intact. The kink in the guide wire measured 64mm from the distal end. The guide wire total length measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .796mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. A lab inventory arrow raulerson syringe (ars) was attached to a lab inventory introducer needle. The guide wire was then passed through the ars/introducer needle subassembly. Little to no resistance was observed. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal end. The guide wire met all relevant dimensional and functional analysis, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during insertion the guide wire kinked and was not passed anymore. The md could not proceed with the procedure and finished the procedure using a new product.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during insertion the guide wire kinked and was not passed anymore. The md could not proceed with the procedure and finished the procedure using a new product.